Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: black box review shows evidence of short battery life illustrated in a drastic voltage drops on the reported event period. Four hr power interruption is observed on (B)(6) 2013 @ 3:11am after ¿cs128¿ alarm. Manual time change is observed after a time/date reset on (B)(6) 2013 from 6:16pm to 6:22am leading tdd to exceed the target for (B)(6) 2013, tdd add up and equal the basal target otherwise. The battery compartment and cap are undamaged and able to fit securely. The pump gave a ¿177¿ warning upon start up. The unit was primed and exercised correctly. The pump passed a delivery accuracy test . The pump was found drawing high currents. ¿replace battery¿ alarm was simulated; the pump gave the correct audible and visible alert. The cover was removed to find u33 component overheated, the currents draws returned to specification after removing the u33 component. Unrelated to the complaint, the pump powers ¿on¿ and displays ¿verify¿ screen, the display¿s contrast is dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: pump has emitted multiple low battery alarms since last night. The pump lost power last night following a replace battery alarm that was not confirmed. The patient's pump shut off at 300 am and the patient was without insulin for 4 hours. Patient awoke with a bg of 400 mg/dl and moderate ketones. Corrected with insulin injection and drinking fluids. Mom replaced out the battery with a brand new energizer ultimate lithium 1.5 v battery from a new pack this morning. The pump had started to alarm low battery again prior to calling customer support (cs). The alarm tones and vibratory functions are not functioning when alarms occur. Patient mom denies any recent trauma to the pump or exposure to moisture. Current bg is 300 mg/dl after dinner, no symptoms. Patient has bolused. Cs advised patient mom to have patient discontinue pump use at time of call as pump is not maintaining battery life with brand new lithium batteries from new packages as well as the audio and vibratory functions are no longer alerting patient or mom when alarms are occurring in the pump. Cs confirmed the patient has a back up insulin delivery system of lantus and pens to revert to until replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia related to the use error of not confirming a low battery alarm, and because the pump is not maintaining battery life with new batteries from new packages.